Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information made available for the event description is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.

Event description:
Reportedly while closing the abdomen of a vp shunt, the surgeon buried the knot resulting in the needle shearing off the suture. The metal hub on the polysorb was still attached to the suture. Re-exploration for retrieval of the needle was required. No additional information was made available.